Manufacturer narrative:
One sample model 10942011, lot 24055639 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated below the pump safety clamp. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of separation between tubing and lower fitment could be related to lack of solvent due to not properly following the work instructions (sws) and procedure by the assembler. A quality alert was created on june 16th, 2025 by the quality engineer ¿ post market support and communicated by production supervisor to involved personnel to inform this failure mode, reinforce follow the operations described in the sws and correct use of the solvent dispenser. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump infusion set was damaged. The following information was received by the initial reporter with the following: it was reported by the customer that the tubing is defective.